Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D6: date of explant estimated.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip was implanted successfully, reducing mr to grade 2. A few days after the procedure, during a follow-up ultrasound a major leak on the mitral valve was observed along with the mitraclip being reopened from 20 degrees to an unknown degree. The clip remained stable on the leaflets despite the reopening, however mitral regurgitation was recurrent grade 4. Surgical intervention was then performed and the mitraclip was explanted. Outside of the patient, the clip was able to tighten but could not reopen.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. The recurrent mr appears to be related to the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient was hospitalized and surgical intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.